Event description:
It was reported that the insulin pump alarmed button error after a battery replacement. The blood glucose reading was 386 mg/dl, which the customer treated with a manual injection. The customer stated that she had received a missed bolus alert, changed the battery, and received the button error alarm. She was unable to clear the missed bolus alert. She observed that the insulin pump may have been exposed to moisture because her clothes were damp from sweat and the hot weather. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.